Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two months post implant that the implantable cardioverter defibrillator (ICD) was suspected of abnormal device function/issue. The nurse was unable to determine current rhythm/egm (electrogram) do to possible device issue. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from follow-up information that there were no issues with the implantable cardioverter defibrillator (ICD) and no programming changes were made by the following physician.